Event description:
Reported blood glucose results of 109 mg/dl, 117 mg/dl, and 164 mg/dl with a lifescan meter, performed within 11-20 minutes of each other. The meter, test strips, and control solution were replaced.